Event description:
The explanted product was not available for return from the hospital. Therefore, no analysis could be performed. No further relevant information has been received to date.

Event description:
It was reported that the patient had been having an increase in seizures, and high impedance was identified on the patient's device shortly after. The patient had vns surgery, but it was not confirmed if the lead was replaced. No further relevant information has been received to date.

Event description:
Confirmation was received that the patient had her lead replaced as well. No further relevant information has been received to date.